Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Corrected fields: a1, b5, d5, e1 (email), g1. Updated fields: b4, e2, e3, g3, g4, g7, g8, h2, h10, h11.

Event description:
It was reported that while in use on an ambulating patient, the battery of the cs300 intra-aortic balloon pump (iabp) was not working, the iabp alarmed "low battery", and that the battery experienced a short run time. The patient was taken back to their room so the iabp could be plugged in and the pump was exchanged for another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the batteries. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery of thecs300 intra-aortic balloon pump (iabp) was not working. The battery experienced a short run time. No patient harm, serious injury or adverse event was reported.